Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the epicardial lead fractured and there were changes in the impedance. It was also reported that the patient hears the patient alert beeping every morning. The epicardial lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the epicardial lead fractured and there were changes in the impedance. It was also reported that the patient hears the patient alert beeping every morning. The epicardial lead remains in use. It was further reported that the lead had high impedance. Therefore the lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.